Event description:
The customer observed a falsely depressed sodium result generated on an alinity c processing module for one patient. Sid (B)(6) initial result = 117 mmol/l, repeat results = 139.790 mmol/l. The sample was repeated on another alinity c generating results = 138.450 mmol/l and 140.260 mmol/l. Customer provided normal range is 137-145 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A search by product lot found normal complaint activity for this issue. The trend review for the ict sample diluent (ln 07p53-20) found no trends related to this issue. The non-statistical trend review found an increase in tickets similar to this issue; however, no deficiency has been identified. No further investigation is indicated at this time. The ict sample diluent is used for analysis of electrolytes on the alinity c processing module. Return testing was not completed as returns were not available. File sample analysis was not performed as the sample was repeated and acceptable result was produced. Device history record review did not identify any non-conformances or deviations related to the current complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the ict diluent, (ln 7p53-20), was identified.